Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube lip completely broken off and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 13.6 mmol/l at the time of the incident. The customer reported a crack around the reservoir compartment. The customer stated that the plastic bit that held the reservoir broke off. The product was returned for analysis.